Event description:
A lumbar catheter access kit (lcak) was involved in an event described as follows; the diameter of the catheter and the needle did not fit. The "extremity" had be cut to manage to the fit. The customer had to use a lubricant in order to fit the needle on the catheter, which potentially puts the pt at risk for infection. The procedure was delayed however, the length of time is unk. The pt did not incur an injury as a result of this event. Additional clinical info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.